Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an inaccurate delivery was not determined because no products or device logs were returned.

Event description:
It was reported generalized complaints from nurse clinicians that ¿flow is not right¿, but the clinicians ¿talk in numbers¿ and are not specific about if flow is faster or slower than expected. Agiliti states they are not sure if these events are drug library related (e.g. From not getting updated properly). No further information available. This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.